Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (1.0 mg/ml at 0.2993 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024, due to the patient experiencing weight loss (exact weight unknown), the pump flipped within the pocket in the right abdomen. Action/intervention: the physician opened the pump pocket and examined the catheter, there was no twisting of the catheter, and it aspirated with good flow. Moreover, the physician made the pocket smaller and anchored the pump inside the pocket to prevent flipping. No changes were made to pump or catheter- pocket only. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history were chronic pain, arthritis, and diabetes. The patient was alive no injury.